Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system generated erroneous chloride data resulting in low anion gaps. Customer reported that the erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) performed a preventive maintenance and replaced the sodium (na) and chloride (cl) electrodes. The fse verified performance. Root cause is unknown.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).